Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination noted that the reload had a full complement of staples and the jaws were open. The reload was loaded into a pmv representative instrument for functional testing. The reload was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from firing a second time. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the first firing of the handle, after pushing the green safety button and as soon as the doctor squeezed the handle to do it, I-beam got stuck and stopped moving with 2 different reloads. The handle could not squeeze anymore and the scrub nurse replaced the abnormal handle and reload to each of new one. There was no patient injury.